Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to infection. The explanted devices will not be returned. Additional information was received that the patients symptom was swelling around the incision site.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: scs-linear leads, upn: m365sc2218500, model: sc-2218-50, serial: (B)(6), batch: 7116186/7115927.

Event description:
It was reported that the patient underwent a spinal cord stimulator (scs) system explant procedure due to infection. The explanted devices will not be returned.